Event description:
Mis-interpretation of package warning label. Label was not clear to first person, so first person enlisted 3 additional operating room staff to help clarify what the warning label was saying regarding sterility. After this 4 person review, the package was opened, and procedure completed. After further review, after procedure completed, it was decided the package was mis-interpreted, and that the sterile field had been contaminated by unsterile packaging placed on the field. Patient was started on antibiotics. Unknown long term outcome at this time. Will fax report with copy of labeling. Large orange label reads: warning only the contents of the inside clear pouch are sterile. Very small orange label - which appears as same warning in different languages, but is actually a different warning statement: the mesh is provided in a sterile blister tray within a double pouched package. Do not place either pouch in the sterile field.